Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the atrial lead was oversensing noise that was causing pacing inhibition. No changes or intervention was reported. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.